Manufacturer narrative:
E1: phone (B)(6). One device was received for evaluation. Visual inspection found a damaged downstream occlusion (dso) seal. Functional testing found a defective light. The dso seal and printed wire assembly were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had "screen malfunctions, abnormal display lines. The incident occurred before utilization on the patient. Device analysis found a damaged downstream occlusion (dso) seal.